Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp part of the transfer set had twisted off. This occurred during peritoneal dialysis therapy. The patient denied the use of undue force to the twist clamp. The line was removed and replaced. Prophylactic antibiotics were provided as per treatment policy and procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed with the naked eye. Visual inspection identified broken occluder feet on the provided photo. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.